Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The unit was not displaying images during the device evaluation. Additionally, the battery was found depleted. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis lucera elite video system center was not displaying an image during preparation for a diagnostic procedure. According to the initial reporter, the intended procedure was cancelled. This event had no impact on the patient¿s condition.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon "the diagnosis was cancelled" occurred due to the device malfunction that happened during inspection before use. However, the root cause of the cancelled procedure could not be specified. Additionally, it is possible the phenomenon "no image" occurred due to the faulty one-touch connector of clv-290sl in combination. The root cause of no image could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed the issue occurred during inspection for use. No use of implant devices. The usage environment occurred during normal use. Other related patient identifiers: (B)(6).